Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and sensing, the patient experienced chest pain and was hospitalized. Further examination showed that the lead had perforated the heart wall and caused a pericardial effusion that was treated with a pericardial window. The lead was surgically repositioned and the hole sutured. The reported performance issue caused a serious injury as the patient underwent surgical intervention to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Correction motive: h6. Pericardial effusion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited lose of capture and sensing, the patient experienced chest pain and was hospitalized. Further examination showed that the lead had perforated the heart wall. The lead was surgically repositioned and the hole sutured. No additional adverse patient effects were reported.